Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, asthma, anemia, uterine bleeding, vaginal discharge, nausea, diarrhea, abdominal pain and pelvic adhesions. On (B)(6) 2014, essure confirmation test has been conducted having result total bilateral occlusion. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: to the lower part of uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvis pain"), abdominal pain upper ("stomach pain"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), uterine pain ("uterus pain") and headache ("head pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery ((B)(6) 2018 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, vaginal haemorrhage, menorrhagia, dyspareunia, pelvic pain, abdominal pain upper, migraine, fatigue, weight increased, alopecia, cystitis, urinary tract infection, vaginal infection, uterine pain and headache outcome was unknown. The reporter considered abdominal pain upper, alopecia, cystitis, device expulsion, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6). Plaintiff reported that injuries or symptoms resulted from essure decrease or resolve following essure removal but did not specified injuries or symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Pathology test - on (B)(6) 2018: - uterine leiomyoma, 1.7 cm. Adenomyosis uteri. Proliferative pattern endometrium with focal secretory changes and stromal hemorrhage suggestive of stromal breakdown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs received events " abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), migraines / headaches, migration of essure device location of device: to the lower part of uterus,dyspareunia (painful sexual intercourse), pelvic pain, perforation (fallopian tube), fatigue, weight gain, hair loss, vaginal pain, stomach pain, head pain, uterus pain" were added. Medical history, lab data were added. Reporter, patient and product information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.